Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was thigh. The patient's blood glucose level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through correction injection via multiple daily injections. The patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.